Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the 'home' screen. Reportedly, the pump was reset and customer continued to use the pump for insulin therapy. Customer's blood glucose was 463 mg/dl.